Event description:
It has been reported to philips that the cover on the c-arm cover of the azurion 7 m20 system fell off. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s short l-arm cover fell off on c-arm cover. The fse performed functional analysis and identified that the cover was cracked. The fse replaced the cracked top l-arm cover to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue was with the c-arm cover which fell off. The fse performed functional analysis and identified that the cover was cracked. The fse replaced the cracked cover to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.